Event description:
The event is reported as: complaint alleges that the cannula fitting on the cannula was cracked. Alleged defect was discovered during set up in the nicu department of the hospital. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.